Event description:
It was reported that pt's ((B)(6)) programmer is not functioning properly. The amplitude buttons are reportedly working in reverse. The minus button allegedly increases amplitude and the plus button decreases amplitude. A new programmer was issued to the pt, and the reported problem was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.